Manufacturer narrative:
The thermogard xp ivtm console ((B)(4)) was evaluated at the customer site and found that the prime switch was defective. In addition, unrelated to the reported issue, coldwell lid cover was found damaged and display battery needs a replacement. The thermogard xp ivtm system is a reusable device and was manufactured in 2011 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. After replacement of the prime switch, coldwell lid cover and display battery, the console was functionally tested and found no issue. The device passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4). Date of event is unknown.

Event description:
As reported, during device setup, customer was unable to prime the thermogard xp ivtm system ((B)(4)). No other information was provided. No patient involvement.